Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Something is stuck in my throat [foreign body in throat]. Tickle in my throat [throat irritation]. I can not stop coughing [cough]. I swallowed some of it [accidental ingestion of product]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received glycerin (biotene oral rinse) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral rinse. On an unknown date, an unknown time after starting biotene oral rinse, the patient experienced foreign body in throat (serious criteria gsk medically significant), throat irritation, cough and accidental ingestion of product. The action taken with biotene oral rinse was unknown. On an unknown date, the outcome of the foreign body in throat, throat irritation, cough and accidental ingestion of product were unknown. It was unknown if the reporter considered the foreign body in throat, throat irritation and cough to be related to biotene oral rinse. Additional details: adverse event information was reported by consumer via call center representative (phone) on (B)(6) 2022. The consumer reported,"biotene oral rinse. I swallowed some of it and I cant stop coughing. I tried drinking water and I tried eating its like a tickle in my throat. I don't know what it is. What should I do. It will stop for a min then come back like something is stuck in my throat. Half a hour ago it was yea imma call my doctor because I can not stop coughing and I dont know what to do. You can call me tomorrow I have to go".